Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a merlin.net transmission revealed non-sustained rv oversensing due to lead noise. The lead was capped and replaced.

Event description:
New information received indicated there were no additional problems post-procedure.